Manufacturer narrative:
H3, h6: it was reported that during a field inspection, the trial femoral head 36 s/+0 (75100856) was found to be cracked. The device use in treatment was returned for investigation. The reported failure mode could be confirmed upon visual inspection. The trial femoral head shows minor deformation of the flaps as well as small dents. A review of the complaint history revealed four additional complaints for the batch (a58813) in question. However, the batch was manufactured with a lot size of 500 pieces. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. Based on the performed investigations, the reported failure mode could be confirmed. The relationship between the reported event and the device was confirmed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might bend or break off. In combination with our continuous effort to improve our products, evaluations aimed at optimizing this instrument have been initiated. The performance of the device is nonetheless within the risks, which are anticipated in the risk management documentation of the product, both in occurrence and severity. The continued performance of the device shall be monitored through standard post market surveillance review processes. The root cause is attributed to an insufficient design specification. S+n will continue to monitor these devices for similar issues. The returned device will be discarded.

Event description:
It was reported that during a field inspection, the trial femoral head 36 s/+0 was found to be cracked. As this was noticed during field inspection, no patient involvement.